Event description:
Per the clinic, the patient was administered with antibiotics (type, date and duration not reported).

Event description:
Per the clinic, the patient experienced infection at the implant site, exposing the internal device. Additional information has been requested but has not been made available as of the date of this report.